Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination and improper technique during therapy. The patient was hospitalized on the same day as onset and was treated with vancomycin (intraperitoneally, dose and frequency not reported) and cipro (orally, dose and frequency not reported) for the event. The patient was discharged two days after hospitalization. At the time of this report, the patient had recovered and was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.